Manufacturer narrative:
Concomitant medical products: 310c27 tissue valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular epicardial lead exhibited oversensing noise on electrograms (egm), which caused intermittent inhibition of pacing. The lead was capped and replaced. No patient complications have been reported as a result of this event.